Event description:
Information received a smiths medical breathing/portex general anesthesia circuits were damaged. Immediately after opening the package, the customer noticed the gas sampling elbow connector was damaged. So he did not use the product. No patient injury.

Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Unit returned was received inside of a plastic bag which is not the original package. Sample was submitted to visual inspection: device returned has the connector broken. According to the inspection, the problem is confirmed because the connector is damaged (broken). It was attempted to replicate the failure reported using the current tools of assembly process, following the process document on mp 2025 rev. 122 - assembly of disposable anesthesia breathing circuit (dabc). Failure reported could not be reproduced following the assembly process. Additionally, failure reported can be detected through leak test, that is performed at 100% by production process. Cannot confirm the root cause, most probably the damage (broken) occurred after the product left smiths medical facilities. The cause of the reported problem could not be determined. No corrective actions were taken since the investigation did not reveal that the defect was caused during the manufacturing process.